Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a posterior descending artery (pda) and right coronary artery (rca). The 3.5x38mm xience skypoint stent was implanted in the pda and standard post-dilatation was performed with an unspecified balloon. The versaturn guide wire was attempted to be advanced to the rca; however, the guide wire became stuck with the implanted xience skypoint. When attempting to remove the guide wire, it was still stuck with the stent and extra force was used to pull it. The tip separated and remains free-floating in the anatomy. The implanted xience skypoint was noted to stretch a little but remained successfully implanted. No other devices were used. There was no clinically significant delay in the procedure. No additional information was provided.